Manufacturer narrative:
(B)(4). The analysis found that one (B)(4) device was returned in good visual condition and with a cartridge reload loaded on the device. The device was tested for functionality with a test cartridge reload and achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device performed without any difficulties noted. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a gastric bypass procedure, the device was fired across bowel and the jaws would not open. The surgeon took another instrument and aggressively tapped on the back of the device and the jaws came open a little then the jaws had to be wedged open the rest of the way. There was no tissue damage and the device fired as intended. The second device was fired, there were malformed staples and the cut line was jagged. Another device was used to complete the procedure. No adverse consequences were reported.

Event description:
It was reported that during a low anterior resection procedure, the device's anvil was purse stringed to the patient and as they dropped the anvil into the pelvis, there was some leaking of stool out of the shaft of the anvil into the patient's abdomen. The patient will be given a two day supply of antibiotics and require a follow-up appointment. The device worked fine.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis found that one (B)(4) device was returned in good visual condition and with an (B)(4) cartridge reload present. The cartridge reload was received fully fired. The device was tested for functionality in the straight and articulated positions with test cartridge reloads and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device opened and closed as intended.